Event description:
It was reported that during inflation of an unspecified balloon using the indeflator and the three-way stopcock from the priority pack, 8 - 9 atmospheres (atm) of pressure was applied, however, the balloon did not inflated. Contrast seemed to be leaking from the three-way stopcock. The stopcock was exchanged for a new one, and using the same indeflator, the balloon was able to be inflated. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no damage noted to the stopcock. The 20/30 indeflator device was not returned with the stopcock. During dimensional analysis, an (B)(6) gauge was used to measure the male and female ports and these met industry standards. A leak test was performed with a test indeflator and the returned stopcock, which was placed in the opened position with a stopcap attached to the opened end. As the indeflator was pressurized to 440psi, fluid leaked through the bottom of the stopcock white handle valve area. The reported leak in the stopcock was confirmed. A review of the complaint handling database found no other incidents related to leaks for this lot. As part of the investigation, a review of the lot history record (lhr) for the reported lot was performed and revealed no nonconforming material records that would have contributed to the reported complaint. Factors that can contribute to leak in the stopcock include, but are not limited to, loose connections, manufacturing, damaged threads, mold deficiencies or associated devices being used. Based on the review of the lhr for this lot and complaint rate, this event is believed to be an isolated incident and there is no indication that the larger population of product is affected by this issue. This type of reported event will continue to be monitored per local quality system procedures.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.